Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there is interior particulate in the syringe. To aid in the investigation, two samples in a ziploc bag were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. A device history record review was completed for provided material number 305618, lot number 1279256. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ 30 ml convenience tray had foreign matter in the syringe.   The following information was provided by the initial reporter: it was reported by the consumer interior particulate in the syringe.